Event description:
It was reported that the device possibly reached premature battery depletion. Therefore the device was removed and replaced with anew device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated the actual longevity was less than 80% of the 99.9%predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4)